Event description:
Grandmother of end-user reports that she found her (B)(6) granddaughter with the tube of barrier ointment in her hand with cap off, and white material on her tongue.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that she (grandmother) immediately wiped the ointment from the child's mouth with a clean dry cloth then a wet wash cloth. She also had the child drink a glass of water. She states the child seems fine right now and is playing with other children. Grandmother was advised that product has low toxicity but may cause digestive distress, and to contact poison control center if child shows signs of digestive distress. Lastly, it was recommended to place the product out of children's reach. No add'l event/pt details have been provided to date. A return sample for eval is not expected. Should add'l details be provided, a f/u report will be submitted.